Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that approximately one week after placement of a dual chamber pacing system, a partial right ventricular (rv) lead perforation was suspected based on chest x-ray findings. Elevated capture thresholds were also noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.